Event description:
During a lap tubal ligation, the trocar was inserted and when the obturator was removed for insertion of instrument apparently the rubber seal flapper came out with the obturator. No pt consequences. One device returning.